Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that during a routine follow-up, interrogation revealed that the device was in back-up mode. After a software download and programming, interrogation revealed that the battery voltage was 2.39v and the current drain was >29ua. Subse- quently, the device was replaced.